Event description:
It was reported, after initial ins implant in 2008, that it was impossible to screw the extension kit tight into the ins. A new ins and extension had to be implanted on approx four months later. The patient status was ok following the procedure .

Manufacturer narrative:
The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.